Event description:
It was reported that the implantable cardiac monitor exhibited over sensing. The device was reprogrammed and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).